Manufacturer narrative:
This event occurred in (B)(6). The customer changed the ise probe and afterwards the results were stable. The customer has had no further issues. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned results for 5 patient samples tested for sodium (na) on a cobas 6000 c (501) module. Based on the data provided, the results for 4 patient samples were discrepant. No incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date was not provided.